Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the left ventricular (lv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d), exhibited pacing impedance measurements greater than 2000 ohms. The presenting was reviewed and there was an lv sensed beat, that did not appear to be a real intrinsic beat. Noise was also reportedly observed. The lv lead is from another manufacturer. No adverse patient effects were reported.